Event description:
On november 18th, 2020, the user contacted dario to report elevated blood glucose (bg) readings. The user reported that she was getting high bg readings in the range of 480 to 600 mg/dl due to these elevated bg readings, the user went to the ER, where her bg was tested with the ER's meter and read in normal range. Dario's representative contacted the user, however, the user did not have the device with her, and therefore, was not able to provide more information or troubleshoot. A replacement of dario's control solution was sent to the user to further investigate this issue. Multiple attempts to follow up with the user were made, however, no response has been received to date. Therefore, there is not enough information regarding the dario meter, and strips to investigate. No resolution is available.